Event description:
Customer reports discrepant results with meter compared to lab. Date: (B)(6) 2010, inratio: 1.3, lab: 4.6. Results drawn within 1 hour of each other. Patient's target therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.